Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (friend/family member of a patient) regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was reported that the patient was in a lot of pain. The patient told their healthcare provider (hcp) about the pain since (B)(6) 2019 and the hcp told the patient the pump was not functioning properly. The patient was described as being in an awful lot of pain and it was getting worse. It was noted that the patient had a lot of herniated discs and had surgery in (B)(6), but after surgery the patient was supposed to be better, but the patient was worse and in constant pain which was getting worse; the patient was going downhill. The patient was to follow-up with the hcp when they find a new hcp. The date of the event was unknown; however, it was noted that the issue was after surgery in (B)(6) 2019. The date (B)(6) 2019 is considered an approximate date of event (year known only). No further patient complications have been reported as a result of this event.